Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis patient reported a fluid leak when he checked his cycler this morning after treatment. The patient identified moisture on the cycler and bottom shelf of cart. The patient's effluent was clear. The patient took cephalexin prophylactically. The sample was discarded.